Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons were hard to press and have to pressed for more than one time. The customer¿s blood glucose was unknown. Customer stated that the buttons were worn out or sticking. The customer mentioned that the insulin pump had cracks, fractures, chips or breakages. The insulin pump had lines, spots, warping, rain bowing, cloudiness or starches on the screen. The reservoir was not secure in the insulin pump. The insulin pump will not be returned for analysis.